Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with an scs system on (B) (6) 2008. It was reported that the patient was receiving stimulation where she needed it, but experienced overstimulation at the ipg site when turning off the device. The patient did report falling a few months prior to reporting the problem. Diagnostic lead testing showed low impedance on all contacts which indicated no issues with the leads. It was reported that a procedure was required for the physician to reposition the ipg deeper in the pocket site. This procedure has resolved the reported issue. The ipg was not returned to ans for analysis. No additional information is available.